Event description:
While opening supplies for surgeon's gastric bypass procedure the scrub technician noticed several black flecks on the stapler. Staff decided not to use the stapler and opened a new one. In the process of opening another stapler staff noticed black flecks in numerous other packages. The charge nurse, or director and materials management staff was notified. The rep was called because the majority of our stapler stock was found to have the black flecks. Product was found that we were able to use to finish the cases for the day.